Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown . Medical device expiration date : unknown. Medical device cat # unknown. Initial reporter phone#: (B)(6). Medical device manufacture date : unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer faced an issue with pen needles: needles clogged.